Event description:
It was reported the camera head was intermittently disconnecting during use. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction fields: h6-medical device problem code- changed from a13 to a1205. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rust inside coupler unit and image flickers. Based on the results of the investigation, it is likely the following led to the malfunction: problem at cable connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - phone number: additional phone number (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was intermittently disconnecting during use. The issue was found during preparation for use. There were no reports of patient harm.